Event description:
Complainant alleged that while attempting to pace a (B)(6), male pt the device lost capture of the pt's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Please reference medwatch 1220908-2013-00336 for another defibrillator used during this pt event.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product for eval and this complaint is still under investigation.